Event description:
It was reported that the balloon ruptured during a right heart catheterization upon the second inflation of the balloon. It was thought that the balloon migrated to the lungs. X-rays were taken. The balloon was not visualized but an air bubble was seen. No patient complications were reported.

Manufacturer narrative:
We received one c146f7 catheter for examination without the packaging for examination. The catheter was examined in the decontamination laboratory due to blood inside of the distal and inflation lumen that could not be removed. The injectate lumen is patent and did not leak. The synthetic balloon was found to be ruptured around the circumference of the catheter tip. There does not appear to be any of the synthetic balloon material missing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. The complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.